Event description:
Dr decision date: (B)(6). No serious injury alleged. Malfunction alleged. Consumer states chair turned off after going over a threshold and chair not able to be turned on for a couple of days. Brought to dealer in working order, dealer cannot find issue. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.